Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Tosoh corporation, per exemption number (B)(4). Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse replaced the injector valve to remove any particulate material. The g8 was working as intended. No further action required by fse. The probable cause of the event was related to the injector valve

Event description:
On (B)(6) 2015 a customer reported a high pressure/gradient error with their g8 system the customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c of patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.